Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that following a percutaneous coronary intervention (pci) with balloon angioplasty (poba) and stent placement, a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery (cfa) puncture with 6.0 mm lumen diameter with no calcification. A 6f radifocus sheath was used during the pci. Hemostasis was successfully achieved with the angio-seal. While the patient was being transferred after the procedure, by a stretcher, the nurse noted that the patient's condition did not seem normal. A drop in the blood pressure was observed. Active bleeding was also observed from the puncture site and manual compression was applied for thirty minutes to achieve hemostasis. The patient also received 6 units of a blood transfusion. The patient was discharged from the hospital without any further complications.